Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device return evaluation confirmed that the probe was broken. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The device history record review showed the lot indicated no anomaly with the event-related items below. IFU (instruction for use) states as follows: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. The exact cause of the event could not be conclusively identified. However , based on investigation results, it is likely the reported phenomenon occurred by the following mechanism: ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added some load. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. Olympus will continue to monitor complaints for this device.

Event description:
As reported, the device became defective and tip broke off inside the patient. The issue occurred during a laparoscopic hysterectomy procedure. The broken tip was recovered and was disposed. The broken device was replaced with similar device and the intended procedure was completed with no harm or impact to the patient.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.